Event description:
Healthcare professional reported right side rupture. Later, physician reported "bilateral nodule was confirmed via ultrasound" which was determined to be not device related. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture and lump/nodule-ndr was reviewed on august 21, 2023. It is possible to determine the lot number 2521917 and catalog number 115-272 through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Later, physician reported "bilateral nodule was confirmed via ultrasound" which was determined to be not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed creases on the device. ¿ red particles observed on the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Later, physician reported "bilateral nodule was confirmed via ultrasound" which was determined to be not device related. Device has been explanted and replaced.